Event description:
Hospital reported that a newer nurse misprogrammed the pump, which caused an overinfusion of amiodarone to a patient. Doctor ordered a loading dose of 150mg/100ml over 10 minutes (rate of 600ml/hr). Nurse reported to have programmed the vtbi to 400ml, so the pump continued to infuse at 600ml/hr past the 100ml loading dose. Patient was found with heart rate in the 30's, was ventilated and transferred to the ICU. Placed on multiple drips including dopamine and levophed. Extubated in 2009. All diagnostic testing was negative. Patient has been discharged home. Event log review confirmed what the hospital reported. At 10:19am, amiodarone was selected from the drug library. There are then two options, loading dose and maintenance dose. The nurse chose loading dose. The options are then for 150mg/100ml or ___mg/___ml. The nurse chose 150mg/100ml. The drug concentration was 1.5mg/ml. The user then entered a vtbi of 400ml and started the infusion. The preset rate for this option is 600ml/hr. At 10:59am, the infusion was stopped and the channel was turned off. Volume infused during this time was 391.1mls (586.65mg). Hospital reported they will review dataset, process and training to prevent similar errors in the future.

Manufacturer narrative:
Patient information requested and all available information, as of the date of this report is included.